Event description:
Patient with heartmate iii left ventricular assist device (lvad) therapy for 9 months presents with new (B)(6) driveline infection with swelling in the area. No abscess. No bacteremia. No need for surgical intervention. IV antibiotic therapy required for 4 weeks.